Manufacturer narrative:
We received one dpt without any attached components. The dpt zeroed and sensed pressure accurately on the pressure monitor. The pressure did not show any drift during the output drift testing and met specifications. The electrical testing showed that the dpt electronic components were intact because both input impedance and output impedance were within specifications. The zero-offset also met specifications. There was no visible defect found from the dpt cable connector. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.

Event description:
It was reported that there was no problem with the measurement in the beginning, but the arterial pressure reading drifted up gradually and showed 300mmhg and went off the scale during monitoring. It could not be confirmed for how long the measurement was accurate. The line was flushed, while the cable was disconnected and reconnected but the issue was not solved. However, once the kit was exchanged, the problem was solved. There was no error messages observed on the monitor and no occlusion, leakage, or kinks were noticed on the line. Tracings values are not available. There were no patient complications reported.